Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user on (B)(6) 2019. User requested several boluses by manually entering units of insulin to be delivered without entering current bg level or carbohydrate gram values, and while still having insulin on board. At 3:20 am, user set a 2 hour temporary basal rate of 132% (0.33 units per hour), then activated an alternate personal profile with total daily basal approximately twice as large as the previously active personal profile. At 7:56 am, user set a 6 hour temporary basal rate of 132% (0.759 units per hour), then cancelled the temporary basal rate after 3 hours 28 minutes and reactivated the previous personal profile. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 37 mg/dl. Juice was consumed to treat bg.